Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: moisture was found behind the display lens. The pump failed a leak test due to a crack in the casing. Moisture was found on the internal components of the pump.